Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the balloon was slow to deflate. The physician felt the deflation speed was slow on the ultrathin diamond balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Event date: (B)(6) 2013. Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).